Event description:
It was reported that after implant the health care provider (hcp) tripled the dose. An "ER person had to knock her door down." The drug delivered via the device system was unknown. Information regarding any interventions performed and the patient¿s outcome was requested. If additional information is obtained, a follow-up will be submitted. There was additional information reported regarding infection and pocket erosion that was not relevant to this event and therefore was omitted.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), product type: catheter. (B)(4).